Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk) but the device did not immediately discharge when the buttons were depressed. The pt was assessed as being in cardiac arrest in the emergency department. The attending physician attempted to defibrillate the pt with this device using external paddles (serial number unk) but when both discharge buttons were depressed, the device would not discharge. The physician verbally stated the fact that he was pressing both discharge buttons at the same time. The paddles were removed and then placed back on the pt's torso and second attempt was made to discharge the energy but again, the device would not discharge. The physician removed the paddles a second time and then re-applied them to the pt more firmly and applied extra downward pressure. The discharge buttons were pressed and the device finally discharged and converted the pt's heart-rhyhtm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The attending team reported that the device was not in 'sync' mode operations and that the device display had not shown the word "sync". The operator did not notice a "poor pad contact" or other user-interface messages at the time of the reported problem.